Manufacturer narrative:
Patient over pressure valve remains closed due to mechanical defect. Safety valve block is required to be replaced.

Event description:
Hamilton medical ag received the following incident description: safety valve is not opening at 116mbar when testing.

Manufacturer narrative:
Patient over pressure valve remains closed due to mechanical defect. Safety valve block is required to be replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: safety valve is not opening at 116mbar when testing.

Manufacturer narrative:
Patient over pressure valve remains closed due to mechanical defect. Safety valve block is required to be replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Patient overpressure valve check fails during preventive maintenance. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective safety valve block. After replacing the safety valve block, the device was released back into use.

Event description:
Hamilton medical ag received the following incident description: safety valve is not opening at 116mbar when testing.